Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate the most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-open ed and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the powered handle displayed calibration error message on the led screen once taken off the charger. The error message would not clear despite soft and hard restarting of the device.